Manufacturer narrative:
The subject talentia dr 3510, s/n (B)(6) was implanted on (B)(6) 2025, connected to 2 leads previously implanted in 2007. Analysis of provided file revealed: - a shock at 0,8j was triggered by the user, via the programmer on (B)(6) 2025 at 10:25. During this shock the shock impedance was measured at around 154 ohms, just above 150 ohms. That¿s why the shock impedance was measured > 150 ohms and the alert [4] was triggered. It should be noted that for a shock < 5j, the value of the shock impedance is not very accurate. From (B)(6) 2025 to (B)(6) 2026: - no ventricular noise episode recorded. - the ventricular lead impedance and the continuity coil are stable in a normal range. It should be noted that this warning [4] will be displayed at each interrogation until a new shock is performed. Based on available data, no issue is suspected on the subject ICD.

Event description:
Reportedly, patient with a ICD replacement on (B)(6) 2025 and the initial leads implanted in 2007. On (B)(6) 2026, on the last follow-up in clinic was noticed an alert for an impedance shock > 150ohms. By checking the device memory, no shock was delivered by the ICD. What are the recommendations for this patient?